Event description:
During an unspecified procedure, the shaft of the maverick2 monorail catheter broke at an area outside of the pt's body, during insertion. Hte lesion being treated was an 80% stenotic lesion in a severely tortuous marginal branch. The device was removed without incident and the procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good".